Event description:
Clinical study. It was reported that after a coronary artery stenting procedure, the pt experienced a "critical in-stent restenosis" of the major diagonal. Lesion 1 being treated in the index procedure was a 2.50mm, 99% stenosis, 18.0mm long portion of the 1st diagonal. The physician treated the target lesion with predilation and placement of a 2.5x24mm taxus express2 study stent with 0% residual stenosis. The pt was discharged one day after the procedure. On day 1613, the pt underwent diagnostic angiography after presenting with one month of exertional chest pain associated with palpitations. Twenty days after the visit, the coronary angiography revealed "critical in-stent restenosis" of the major diagonal. The diagonal was treated with 2.5x24mm and 2.5x12mm taxus stent and post-dilatation. The mid lad was treated with a 3.5x16mm taxus stent, and the proximal lad was treated with a 3.5x28mm taxus stent. The pt was discharged a day after, on aspirin and clopidogrel.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. This investigation will be assigned the most probable root cause classification of anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.